Event description:
It was reported the programming head is broken. The programming head was returned. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) unable to interrogate devices. Uplink and e-field test failed. The rf (radio frequency) head cable was found out of electrical specification.